Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll approved business partner. The reported problem was verified and attributed to the paddles. The paddles were replaced to resolve the problem. The device will be returned and recertified to the customer. Analysis of reports of this type has not identified an increase in trend.